Event description:
It was reported that when using the bd pyxis¿ es server, had request to allow admit discharge transfer (adt) message for walk nurse unit, requested to configure the workflow so that the new walk-in unit could route patient activity to the pyxis medication stations, as primary care and opd patient flows were already established while the walk-in location was newly added. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user requested to allow admit discharge transfer (adt) message for walk nurse unit. A technical support specialist (tss) dialed into the cce and, after further review, added criteria 9 - bbhc allow nurse units to allow the walk nurse unit. Per the customer, walk-in patients then populated successfully in pyxis. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had request to allow admit discharge transfer (adt) message for walk nurse unit, requested to configure the workflow so that the new walk-in unit could route patient activity to the pyxis medication stations, as primary care and opd patient flows were already established while the walk-in location was newly added. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.